Event description:
The customer stated that his blood glucose readings had been lower than usual. He received readings of 35 and 64 mg/dl. He did not allege any adverse events as a result of the lower readings. The test strips were returned for evaluation, and replacement test strips were sent.

Manufacturer narrative:
The qa lab performed control tests using the returned test strips and 2 out of 5 results were "lo." Performance using iqa retention reagent was satisfactory.